Event description:
On (B)(4) 2013, it was reported that two months ago, the rubber covering the up button on the patient's infusion device was damaged and eventually the rubber was completely missing and only the metal part of the button was left, making the button not fully functional. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The soft components of the housing are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. The buttons were tested successfully and the functionality complies with the product specification. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.